Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported she was hospitalized due to low blood glucose. Customer's blood glucose was 27 mg/dl. Customer stated that had spider bite and mononucleosis. No further information provided.